Manufacturer narrative:
(B)(4). When investigation is completed, a f/u report will be sent to the FDA.

Event description:
There is an over dose deviation tendency. High dose values are affected but if an iris 211 error was reported this leads to a defect camera. If the iris fails, radiation is disabled because of safety and then no imaging is possible.